Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's blood glucose was over 600 mg/dl. Customer treated with bolus. Customer had a syringe but did not know how much insulin to inject. Customer would contact the doctor. Company representative called back to check on the customer and found customer's blood glucose was 46 mg/dl and 90 mg/dl at time of the call. Customer will not be returning the device for analysis.